Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found the liquid crystal display has a white screen. The reported event of the receiver ceasing to function was confirmed. The root cause was determined to be a defective lcd component.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver was not functioning properly on (B)(6) 2015. Patient did not report any injury or medical intervention.